Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6), 2013. Subsequently, a revision procedure has been indicated due to pain, swelling, loss of range of motion, and limping; however, no revision procedure has been reported to date.this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.